Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called tech support regarding drain complications on the liberty cycler. During a follow-up call with the patient's pd it was reported the patient was currently hospitalized due to heart failure. The pdrn reported the patient had congestive heart failure which could be due to fluid overload. The pdrn did not know for sure if the heart failure was caused by fluid overload or pre-existing heart conditions. The patient recently had heart surgery. The patient was still hospitalized at the time of the follow-up.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.